Manufacturer narrative:
Investigation root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).

Event description:
A surgeon reported to a company sales rep that a transient eye collapse occurred during the air/fluid exchange. Recovery was made when the surgeon switched from irrigation back to air, then back to irrigation. The surgery was then completed. Add'l info has been requested. This is the second of two reports being filed for this facility.